Event description:
The lay reporter/mother contacted lifescan (lfs) croatia on april 28, 2006 alleging that her son's one touch ultra meter displayed an error 2 message. On april 28, 2006 at 4:00am the patient felt weak and was shivering. The mother tested her son's blood glucose and received a 3.2 mmoi/l (57mg/dl). She treated with a "few cakes" and juice. At 7:00am she woke up her son and tested his blood glucose and received a 4.4 mmoi/l (79 mg/dl). After he got ready for the day she treated him with 2u of actrapide and 8 units of lantus (usual amount) and he waited 30 minutes before he ate breakfast. Soon after eating breakfast, his mother noticed that he was "blunt sight and pale". She knew he was hypoglycemic; so, treated him with sugar and water and tried to test him on his meter and obtained an error 2. She tested him on another meter and received a 3 mmoi/l (54mg/dl). He vomited and then she gave him some bread and jam to eat. He felt better and went to sleep. While the mother was talking to the customer care advocate (cca) the patient woke up and complained about having a headache and abdominal pain. Mother mentioned to the cca that these are his usual symptoms of hypoglycemia . An error 2 message could be caused either by a used test strip or a problem with the meter. The reporter was unable /unwilling to troubleshoot the test supplies with the cca. Cca sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident and how often the patient goes hypoglycemic. The complaint is being reported because the patient experienced symptoms and was unable to test due to the error 2 message.